Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
During surgery, brownish material was found inside the package. A backup device was used.

Manufacturer narrative:
An event regarding foreign matter found in the outer powder pouch involving simplex bone cement was reported. The event was confirmed. The product was not implanted. Method & results: device evaluation and results: visual inspection: the powder pouch lot jkt048 was returned partially opened. The left side of the outer pouch remains closed. The front of the flap was secured down with tape. The foreign material could not be located however based on the photograph provided, there was foreign matter resembling a cardboard shard present in the outer pouch. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: based on the photograph provided, there was foreign matter present in the outer pouch however the foreign matter was not detected in the returned product therefore analysis was not possible. Ncr/CAPA was issued for foreign matter in the outer pouch.

Event description:
During surgery, brownish material was found inside the package. A backup device was used.